Manufacturer narrative:
Correction:a1,b4,e1,g1,g3,g6,h2 and h11 a1:corrected patient identifier b4:corrected date of this report e1:corrected initial reporter first name and initial reporter last name g1:corrected manufacturer contact first name,manufacturer contact last name,manufacturer contact email and manufacturer site phone.

Event description:
It was reported to vyaire medical that the vela ventilator had a xdcr (transducer) fault on unit. Furthermore, there is no information regarding patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer emailed for purchase of new main board, pn 53420k. Parts order submitted for fulfillment. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.